Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacture report number 3004209178-2015-59414.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
Customer reported via phone, customer had changed her infusion set and the battery and currently blood glucose was 500 mg/dl. Customer had woken up with 80 mg. Customer symptoms were stomach ache and blurred vision. Troubleshooting was performed for high blood glucose no anomalies were noted. High pressure test was not performed due to customer didn't have tubing clamp. Customer called back and stated issue might be with the reservoir as she treated with manual injections and blood glucose lowered. Customer noticed a big air bubbles inside the reservoir. Customer stated the piston on the insulin pump was not moving, current blood glucose was 190 mg/dl. Customer agreed to return the reservoir for further analysis.